Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing internal label # 2" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label. The direction of flow label requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a "missing internal label # 2". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.